Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of high line pressure and cannula dislodgement, as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product, but based on the complaint event details, this complaint is most likely the result of a use-related issue. The device history record could not be reviewed as no lot number was provided. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends per the product quality meetings procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of a select series straight tip arterial cannula, it was reported that high line pressure in the return to the aortic cannula from the cardiopulmonary bypass (cpb) machine occurred and the cannula became dislodged. The patient was undergoing an elective coronary artery bypass grafting on (B)(6) 2023. The customer stated that the procedure was uneventful up until a point near the end when the side biting clamp was released from the aorta after completion of the proximal graft (¿top end¿) anastomoses. After starting cardiopulmonary bypass, the aortic cross clamp was applied, and the heart arrested with cardioplegia. The distal coronary artery anastomoses were completed uneventfully after which the cross clamp was released. With the patient still on cardiopulmonary bypass, a side biting clamp was then applied to the ascending aorta to facilitate the anastomosis of the proximal end of the saphenous vein graft. After this was completed, the clamp was released. At this point the perfusionist alerted the surgeon to a high line pressure in the return to the aortic cannula from the cpb machine. The customer stated that this is most commonly caused by the outflow of the cannula abutting against the wall of the aorta and is usually relieved by slight adjustment or repositioning of the direction of the cannula. The surgeon re-position the cannula by advancing it forward further into the aortic lumen. This appeared to improve the line pressures back towards normal. At this moment, torrential haemorrhage was suddenly observed into the chest and aortic wall. It was recognised almost immediately that an emerging major problem in relation to the aortic cannula was occurring and likely compromising the effectiveness of bypass. Alternative femoral bypass was urgently established. The possibility of requirement for whole arch replacement was thought quite likely. However transoesophageal echocardiocardiography did not show any aortic dissection flap. In addition, on inspection of the internal aorta, no occlusive dissection flap was seen (a tear of the lining of the aorta that expands to block the main lumen of the vessel). Haematoma in the wall of the aorta was noted. The tip of the original aortic cannula, still in-situ, was not seen to be within the aortic lumen. The cannula was removed, and the entry site directly repaired by suture. The internal aspect of the rest of the ascending and arch of the aorta was inspected, again with no tear or dissection flap noted. As such, the aorta was repaired after dealing with the cannulation site by simple end to end anastomosis at the level of the surgical transection. The customer stated that it is concluded that the canula had become dislodged from the aortic lumen. It was on release of the side biting clamp that the catastrophic haemorrhage occurred, thus it seems possible that the act of releasing and removing the clamp could conceivably have led to the dislodgement of the aortic cannula. However, the customer's investigation has been unable to determine the exact mechanism by which the aortic cannula became dislodged. Placement or release of this clamp and the application of the clamp and construction of the vascular anastomosis were all standard and routine. The customer stated that the short tip of that particular cannula was considered to have significantly contributed to the incident. The customer stated that this ultimately resulted in an un-survivable hypoxic brain injury for the patient.